Manufacturer narrative:
(B)(4). Results: stent graft migration. Aortic neck dilatation. Conclusion: aortic neck dilatation.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 41 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was in for a routine follow-up and it was noted that the aortic neck has dilated and that the stent graft has migrated distally 2.5 cm. The aneurysm was 5.1 cm in diameter. There was only a non-contrast CT done; therefore, it was not possible to determine if there was an endoleak; however, the physician suspected that there was a type I endoleak. An endurant 363670 aortic cuff was implanted and successfully resolved the migration. No additional clinical sequelae were reported and the patient is fine.